Manufacturer narrative:
(B) (4), evaluation (results)- (device not returned. Retained kit testing met all specifications) an investigation was conducted in response to the complaint. Since no returned materials were received, a retained reagent kit of the architect anti-hcv, list number 6c37-30, lot number 73029hn00, negative controls, positive controls and the reagent sensitivity were all tested and met expectations. Two commercially available seroconversion panels were also tested reactive compared to the historical data and there was no indication that the analytical or clinical sensitivity of this assay is compromised. The manufacturing records for this assay were also reviewed and no issues related to this complaint were identified. The assay package insert also stated that all patient results obtained with this reagent should be used in conjunction with the history of the patient and other hepatitis markers for diagnosis purposes. The reason for this issue remains unknown since no returned materials were received. Based on the investigation results, it was determined that the architect anti-hcv is performing within specifications and no malfunction was identified.

Manufacturer narrative:
(B) (4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). An additional investigation was performed using the returned sample (received after the initial investigation was completed). The returned specimen was tested with retained sample (reagent kit stored at abbott labs) of architect anti-hcv, list number 6c37-30, lot number 73029hn00. One replicate of the negative control and positive control and three replicates of the respective sample were tested as well. The results were as follows: the control values were within the specification ranges stated in the package insert. The patient sample was tested non-reactive for the architect anti-hcv with values between 0.45-0.46 s/co concordantly with the customer observation of a negative results and was therefore further investigated using supplemental tests. The sample tested negative on chiron riba hcv 3.0 sia immunoblot. Innogenetics inno-lia hcv immunoblot was negative as well for hcv antibodies. On the bases of the test results, the patient sample was categorized as (not false non-reactive) for the architect anti-hcv, list number 6c37-30, lot number 73029hn00 due to the fact that there is no evidence for anti-hcv antibodies in the investigated sample. Based on the investigation, it was determined that the sample is true non-reactive for anti-hcv and the customer took the correct actions by repeat testing the initially reactive result per the package insert recommendations. Based on the investigation results, this product is performing as intended and within its specified claims. This is a final report.

Event description:
The customer stated that one patient sample generated an initial weakly reactive result of 1.01 s/co for the (B) (6) assay. The same patient sample was repeated negative at 0.96 s/co (using a different lot of the same reagent) and the pcr test was negative for this patient. The patient then was confirmed positive by the riba method. The customer is claiming the architect result as false negative. None of the discrepant results were reported out of the lab and there was no impact to patient management reported.

Event description:
It was reported to the MFR that site has been facing communication issues with their wand. Troubleshooting did not resolve the issues. The site was sent a new wand to replace the non-working device, upon request, which resolved the reported problems. Good faith attempts to obtain the non-working device for product analysis have been unsuccessful to date.